Event description:
It was reported that diagnostic impedances were >40,000 ohms. The reporter stated that all impedances were good at implant. It was reported 4 days later that the high impedances resolved. It was stated that x-rays were taken and that they "looked great." It was also stated that the patient was doing "great" and was receiving "good" stimulation.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).